Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. No additional patient or event information is available. Data was provided by the patient and reviewed on 07/18/2016. The complaint of inaccurate readings was confirmed. A root cause for the reported event cannot be determined.